Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2023. During the procedure, the catheter was being removed from the scope; however, the catheter broke. The physician reported that no unordinary resistance was felt and there was no any misuse. The procedure was completed with another flexima ureteral catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block d7a (sud reprocessed and reused) and block h8 (usage of device) have been updated based on the additional information received on may 11, 2023. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2023. During the procedure, the catheter was being removed from the scope; however, the catheter broke. The physician reported that no unordinary resistance was felt and there was no any misuse. The procedure was completed with another flexima ureteral catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h10: investigation results: the returned flexima ureteral catheters were analyzed and a visual examination found that the catheter shaft was detached. The tip and connector cap were in good condition. A microscopic inspection of the catheter confirmed the catheter shaft was detached. Functional analysis was performed, and a mandrel of 0.036" was used and passed through the stent without resistance. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter break was confirmed as the catheter shaft was detached on the returned device. It is possible that factors encountered during the procedure such as some operational factors and the interaction of the excess force during interaction with the device and/or with another device such as some tension applied over the device could cause the detachment of the catheter shaft. These factors and interactions could influence the damage found in the returned device. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2023. During the procedure, the catheter was being removed from the scope; however, the catheter broke. The physician reported that no unordinary resistance was felt and there was no any misuse. The procedure was completed with another flexima ureteral catheter. There were no patient complications reported as a result of this event.